Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by abdominal pain, malaise, lack of energy, fatigue, fever (low grade) and cloudy pale straw color effluent. The cause of the peritonitis was reported as constipation (migration through the bowel wall). The patient was treated as outpatient and was not hospitalized for the event. The same day as onset the patient began treatment with intraperitoneal (ip) ceftazidime 1.5 grams once a day for three days and ip cefazolin 1.5 grams once a day for 21 days. At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.